Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer informed the fse that they were unable to specify which universal surgical manipulator (usm) was experiencing the issues. This issue had reportedly occurred only twice with the same surgeon, who works with medical students and residents frequently switching usms. After further discussion, the issue appeared to be user related. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 forced the master tool manipulator (mtm) controlling it to twist, and at one point the instrument inside of the usm came out on its own. The procedure was reportedly being completed as planned, with no reports of patient injury.